Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) female patient had a rash. The rash was located under the patient's breasts and on her back. The patient used a cream on the rash. The patient's physician advised the patient to end use of the device if the rash was bothering her. Follow-up indicated that the patient had ended use of the device. The medical outcome of the rash is unknown.